Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -13.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced refractive surprise. On (B)(6) 2017 the lens was exchanged for the same size and different power lens, the problem was resolved. As of the day of MDR submission the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation - the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens within specifications. (B)(4).